Event description:
Additional information was received. It was reported the tilted ins was resolved. It was replaced with vanta after voting out dtm endurance for two weeks with patient and they saw no degradation in therapy. It was comfortable with a minimum of 3.5 years of life. The patient had been seen and programmed and the most recent estimate it was actually an excess of 6 years. The patient thought they would easily excess their 3.5 estimate which made them happy. The device was not saved. There were no performance allegations other than a tilted ins in the anatomy and made recharging difficult. The device was not returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) and healthcare provider (hcp) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient came in for routine follow-up and mentioned that she has been experiencing a little difficulty with recharging over the past couple weeks. Palpation to locate ins and x-ray confirmed her battery is tilted. Palpation tilted battery incorrect orientation an alarm for excellent coupling. However, upon release, battery resumed a 90° angle. Healthcare provider (hcp) took an x-ray and the patient is being referred to another hcp for a pocket revision. Patient still claims >90% relief from therapy. Surgical intervention is planned. The issue is not resolved.